Manufacturer narrative:
Manufacturing site/registration number: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The corsair armet microcatheter was returned for evaluation. The returned microcatheter had its polymer jacket torn and stretched over the tip and extended for approximately 3mm distal to the tip; the stretched polymer jacket that went over the tip was probably perceived as the reported white object. At approximately 6mm proximal to the tip, shaft strands were tightened and became smaller in size due to accumulated torsion in addition to stretching of the polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated secondary to torsion had most likely contributed to the observed tearing and stretching of the polymer jacket. As the continuous torsion had applied on the microcatheter while the tip had been caught and restricted its movement by the lesion, it made the shaft strands become tightened and smaller in size. Further applied tensile stress generated with removal caused friction on the shaft surface against the lesion, and therefore, made the polymer jacket tear from the shaft and stretched over the tip. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, damage on the polymer jacket was severe; therefore, it was unable to completely rule out potentiality that some fragment(s) could be left in the patient. The instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.); [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunction and adverse effects] damage.

Event description:
It was reported that an asahi corsair armet microcatheter failed to advance during a ppi to treat a moderately calcified cto in the superficial femoral artery. The microcatheter was used with a non-asahi guide wire in attempts to cross the lesion but the microcatheter failed so that it was removed from the anatomy when a white object was found attached on its distal part. No particular action was taken against the white object. The ppi was successfully completed with reestablished blood flow achieved by stent deployment. The patient was fine without adverse effect after the procedure.